Manufacturer narrative:
A complete lead was returned for analysis. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead was dislodged and high capture thresholds were observed. The lead was explanted and replaced. The patient was doing well following the procedure.